Event description:
A patient reported that they were unable to test on the meter. Pt was getting an error 2 message on their meter. Pt did not have any symptoms. This issue was not resolved with troubleshooting. There was no medical intervention or treatment given. No further information has been reported.